Event description:
Drive medical has received a complaint from an atty's office about an incident involving a rollator allegedly distributed by drive medical. It is reported that the leg snapped off the rollator causing the end user to fall and sustain a fractured wrist, left shoulder rotator cuff tear and severed artery. This MDR report is based on the attorney's complaint.